Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, noise resulting in oversensing and pacing inhibition was observed on the right ventricular (rv) lead. Lead damage was suspected, but could not be confirmed to be the cause of the event. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.